Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu2440 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reeu2440) have been reported from the same facility.

Event description:
It was reported 2 instances of catheters having blunt tips leading bending and failure of placing line. Add info rcvd (B)(6) 2021: none of the hematomas required surgical intervention. Placement info: dull tip, unable to place. Was there patient harm reported?: hematoma at site. What they¿re being treated for: hemolytic uremic syndrome. Medwatch mw5103282 rcvd (B)(6) 2021: bard midline 18g powerglide pro, blunt end, 2 failed attempts due to defect of blunt tip to catheter, successful 3rd attempt. This report addresses the second device.